Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was displaying inaccurately high readings compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 between 4:30-5pm he obtained readings of ¿320mg/dl on the lfs meter. The patient reported using oral medications including 10mg of ¿rubaside¿ and 500mg of metformin with diet and exercise to manage his diabetes. The patient reported in response to the high readings he doubled his regular dose of medication to 20mg of rubaside and 1000mg of metformin on (B)(6) 2013 between 4-5pm. The patient reported on (B)(6) 2013 at 6pm he developed symptoms of feeling ¿sweaty and shaky.¿ it is unclear if the patient received additional treatment in response to his symptoms. The patient reported on (B)(6) 2013 between 8-9am he obtained readings of ¿120, 121 mg/dl¿ on a onetouch ultra2 meter. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement at the time of testing. The patient was found to be using the correct testing steps and her test strips were in good condition. A control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient claims due to the alleged issue, he increased his usual dose of medication and developed symptoms suggestive of hypoglycemia.